Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization defibrillator delivered inappropriate anti-tachycardia pacing (atp) and tachy shocks due to an episode of supraventricular tachycardia (svt). Reportedly, another svt episode occurred some days later and more atps and shocks were delivered, therapy was exhausted. This device remains in service and was reprogrammed as corrective action. No additional adverse patient effects were reported.